Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 71 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock at pump insertion. Underlying medical history was not shared beyond having peripheral calcification in the vasculature. The day of pump insertion a foley catheter was also placed. The foley revealed pink urine. The team checked the pump position and found it to be appropriate and the pump position was left as it was. The team did note the left ventricle was small. They gave 2 units of blood and support proceeded. Additionally, there was limb ischemia which the team believed was due to pump placement and poor vasculature. The pump performance was within the expected range for the support level with reported flow at 3.1l/min on p-7 , with purge of d5w and sodium bicarbonate. After 3 days of support the pump was weaned and explanted. The patient had survived the support. The hemolysis could be influenced by the patient-specific factor of a small ventricle. The limb ischemia occurred in a patient with known calcification.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 health effect - impact code f12 is no longer applicable for this report.

Event description:
Additional information was received that reported the patient had a coronary angioplasty and stent placement. This was a planned protected pci and intervention was successful. The pump was repositioned before the patient left the lab and the pink tinged urine resolved within the next 2-3 hours.

Manufacturer narrative:
B5. Additional event description added.